Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage at the luer connection. The following information was provided by the initial reporter: material#: 309657, batch#: 4197051. It was reported by customer that leaking around the area that connects to the needle. Found before it was used on the patient lidocaine. Verbatim: rcc received a complaint via phone. Pir attached. 309628 lot: 4250927. They are leaking around the area that connects to the needle. Found before it was used on the patient botox. 309657 lot unknown. Discard boxes because trying to find one that did not leak. No samples available. Additional information provided: my original call was to report the 1cc bd syringe, 3cc bd syringe, the 33g ½ needles. The 1cc syringe used with the 33g ½ needle was dripping some botox at the time of injecting the pt. A very few times the 3cc syringes would also leak when injecting lidocaine. ( using the same 33g needles). 1ml bd syringe lot# 424803314, 3ml bd syringe lot3 4197051, tsk steriject 33g x1/2 in lot # 210482.

Manufacturer narrative:
Pr 12073426 follow up report for correction. MFR report # 9614033-2025-00077 was submitted as the site legal name was incorrectly reported as canaan in the initial MDR submission, 1213809-2025-00371. MFR report # 9614033-2025-00077 was submitted to update the site legal name to cuautitlan, and to have the proper MFR number.

Event description:
No additional information was provided.